Event description:
The customer states that she can't see well and the accu-chek comfort curve strips expiration date may be 7/31/2009 or 1/31/2009. The electronic inventory system expiration date for the strips is 1/31/2009. Batch record verification confirmed the expiration date is 1/31/2009. No actions taken or treatment given based on event. No adverse event reported. New system sent to customer and return requested.